Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that devices would not be sent in for analysis as the healthcare professional chose to give the implanted products to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the breakage at the end of each lead was not determined. The rep noted that the patient had 4 leads total with 2 in the cervical spine and 2 in the thoracic/lumbar spine. The rep indicated that the cervical ins's serial number was (B)(4) and the lumbar ins's serial number was (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 3778-60, serial# unknown, product type: lead. Product ID: 3778-60, serial# unknown, product type: lead. Product ID: 3778-60, serial/lot #: unknown, product ID: 3778-60, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ peripheral neuropathy/ non-malignant pain/ other chronic/intract pain (trunk/limbs). It was reported that the patient was having cervical and lumbar stim systems replaced so that they can have compatibility for MRI. The manufacturer's representative confirmed both systems were working great. Rep stated upon removing the cervical leads, it appeared on fluoro that there were only 7 contacts. When the leads were actually removed, it appeared each lead only had 7 contacts. Rep was able to see one lead and it looked like there had been some kind of break at the very tip of the lead. Rep stated that fluoro showed there were 2 contact looking images remaining in the patient. Rep stated they postponed the cervical replacement for today but believes the physician was still going to replace the lumbar system. Rep believed the patient was going to have a lami procedure anyway so physician will likely search for the contacts and try to remove them at that time. Rep's reason forcall was to obtain guidance on programming MRI mode for the cervical system if they are able to successfully replace the lumbar system. A fall was reported to be related to the event. Rep stated the patient reported a fall during pre-op and they are considering neurosurgery which was the reason for the systems being upgraded for MRI compatibility. Rep stated they will try to obtain leads and send them back. No further complications were reported/anticipated.